Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 535 mg/dl at the time of the incident. The customer also reported blood glucose of 400 mg/dl and blood glucose was 279 mg/dl at the time of call. The customer was treated with bolus. The customer was assisted with troubleshooting and no issue was found at the time of call. Customer will not return device for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. (B)(4).